Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available.

Event description:
The customer reported that there was no images on the 7700 system. No pt injury was reported.